Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) triggered lead safety switch (lss) due to high out of range pacing impedance measurements, measuring at 2042 ohms on this left ventricular (lv) channel. Technical services (ts) recommended to have the evaluation perform in the clinic. The device and this lv lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).